Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/do as well as they receives motor error over 500 mg/dl blood glucose level. Customer¿s current blood glucose is 419 mg/dl. The customer treated with the insulin pump and manual injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap was damaged. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test.